Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that medical adhesive was accidentally applied to the inside of the channel during the case. The event can be detected/prevented by following the instructions for use which state: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at repair center (rc) olympus china. During the inspection at rc, it was found that the ch-tube was clogged by some glue. The angle was observed to be insufficient . The customer reported issue of clogged channel and angle was reduced was able to be confirmed, however, the reported issue of "scope was worn " was not confirmed. The service repair noted the customer reported that the scope body deteriorated was not confirmed. Furthermore, the following findings during inspection were noted on the device: ch-tube was leaking ob-lens was scratched resulting in shadow on the image. Found that the suction cylinder was worn. The label on the s-cover was missing. S-connector was corroded inside with fluid invasion. Leakage tester connector on the sc-cover was stained. The protector noted deteriorated with scratches. The light guide ( lg) tube was wrinkled. The switch (sw) sw box was scratched. Switch 1 (sw1) noted damaged (swelled up) key top unit. Switch 1 (sw1) noted damaged (swelled up) switch 1 unit. Review of repair history record noted the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the scope was worn , angle was reduced , foreign matter found in ch-tube (channel tube). The issue found during reprocessing. According to the report, the intended gastroscope procedure was completed with the same device. There was no patient harm, no user injury reported due to the event.